Event description:
It was reported that the ilet had a cracked screen, was no longer water resistant, and its functionality was in question, leading to a determination that replacement was needed; the user was advised to back up therapy, sync data to the mobile app before return, and noted that the device arrived for setup after shipment, having been left in the sun and warm to the touch, for which the user was instructed to allow it to reach room temperature before first power-on. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms, no injury, and continuation of backup therapy until replacement setup. Investigation included troubleshooting by phone, shipping a replacement device, and instructing on device handling and data sync. Investigation of this device revealed physical damage to the display assembly consistent with external impact, with potential loss of water resistance but no evidence of device-driven glycemic issues. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.